Manufacturer narrative:
Journal of the american heart association: title: magnetic interference on cardiac implantable electronic devices from apple iphone magsafe technology (j am heart assoc. 2021;10:e020818. Doi: 10.1161/jaha.121.020818). Authors fahd nadeem , md; arismendy nunez garcia, md; cao thach tran, md, phd; michael wu , md.

Event description:
It was reported through a research article identifying that the implantable cardioverter defibrillator was related to inhibition of therapy. No changes or intervention was reported. Patient condition was unknown

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.